Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the prongs of the procise coblator ii wand tip broke in the middle of the case. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Two electrodes have eroded, and one has been heavily used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.